Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained on a single patient sample using vitros phyt reagent on a vitros 350 chemistry system. A definitive assignable cause could not be determined for the lower than expected phyt result. Vitros alt and dgxn within-run precision testing was acceptable, indicating the vitros 350 chemistry system was performing as intended. Historical quality control results demonstrated acceptable within-laboratory and within-run performance of the vitros phyt reagent lot 2614-0158-0418. A sample related issue related to the affected patient cannot be ruled out as the customer¿s pre-analytical sample handling information was not obtained concerning the affected samples, therefore, improper pre-analytical sample handling/processing cannot be ruled out as contributing to the event.

Event description:
The customer obtained a lower than expected, non-reproducible vitros phyt result on a single patient sample using vitros phyt reagent on a vitros 350 chemistry system. Vitros phyt result 126 umol/l versus the expected result >158.0 umol/l the lower than expected vitros phyt result 126 umol/l was not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. (B)(4).